Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the initial 34 mm transcatheter bioprosthetic valve, a large calcification in the annulus which extended into the left ventricular outflow tract (lvot) was identified. This initial valve was delivered without complications. Post deployment, an angiogram identified severe paravalvular leak (pvl) thought to be a result of the native annular and lvot calcification. A post balloon aortic valvuloplasty (bav) was performed to dilate the valve. The pigtail catheter was better positioned after the bav which indicated a more severe leak. A second 34 mm bioprosthetic valve was implanted to increase radial force and the pvl was reduced. No additional adverse patient effects were reported.